Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that eight days post implant the patient heard an alarm going off and went to their physician for an interrogation. The interrogation showed noise, short v-v intervals (sensing integrity counter (sic)), high rate non-sustained episodes, oversensing and undersensing on the right ventricular (rv) lead. A chest x-ray was taken and it was observed that the rv lead had moved/dislodged. The patient was admitted to the hospital for a lead revision. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.